Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with ovation ix to treat an abdominal aortic aneurysm. The post-op scan (approximately 1m post-op) revealed infolding/narrowing of the left iliac limb. The patient was reported as asymptomatic. A potential need for a treatment plan is being discussed and has not yet been determined. At the time of this report, the patient continues to be monitored.

Manufacturer narrative:
At the completion of the investigation, the narrowing of the left iliac limb complaint is confirmed. The infolding of the left iliac limb complaint is refuted, rather there is narrowing caused due to protruding calcium around the second sealing ring. The complaint is most likely anatomy related. The procedure related harms identified were type ii endoleak from lumbar arteries. The final patient status was reported to be asymptomatic and on surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).